Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he had suffered a hypoglycemic event and gotten into a vehicle accident. Patient is unsure if cgm was reading accurately at the time of the event. Patient drove himself to the hospital where he received x-rays and pain killers and was sent home. At the time of his call to dexcom technical support, patient was feeling well.